Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient using a test neurostimulator for unknown indication for use. It was reported that on (B)(6) 2017 the patient had bloating from holding urine. The patient had two or three cups of coffee and was unable to void. Stimulation was increased and the patient was advised to call the doctor. It was reported that two days later the patient was not feeling a flutter just a pressure/pinched nerve on her tailbone area. The patient was feeling a flutter feeling in the hospital. The patient¿s bladder was scanned and it showed she still had 300 cc (cubic centimeters) and she felt like that was not a good sign. The patient bled out quite a bit from the incision. It was unknown what environmental/external/patient factors may have led or contributed to the issue. Two days later it was reported the patient was worried in the beginning but felt better about evaluation at the time of the report. The patient wanted to avoid getting the implant. It was reported on (B)(6) 2017 that the patient was disappointed in the urgency level not improving much. The patient did not have a great urge to void and was hoping for that to improve. The patient was not feeling any stimulation, and was therefore advised to increase stimulation to see if that helped. The patient described stimulation as a slightly uncomfortable stinging sensation in the buttocks. The patient was advised to decrease stimulation to a more comfortable level. It was unknown if the issue was resolved at the time of the report. The patient status at the time of the report was ¿alive- no injury.¿ no further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 3889, lot# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) and a consumer (con) via a manufacturer representative (rep). It was reported by the hcp that the issues were resolved. To resolve the retention and bleeding, the dressing was changed and the bleeding was normal. It was noted that the patient's diagnosis was retention, which was why they were trialing. The bleeding was from the incision and the hcp was not concerned. On (B)(6) 2017, it was reported that the patient was discouraged that they were not doing 100% better. They felt devastated that their bladder wasn't contracting as well, but noticed that their flow and amount had increased. On (B)(6) 2017, it was reported that they were sore from surgery and it was worse when they had to get in or out of cars. The external neurostimulator (ens) case was gouging them on their back.